Event description:
The following has been reported: pump problem alarm overnight during infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation was opened to investigate the reported issue. Per the preliminary technical failure summary, a test infusion was completed when updated to sw version 5.10.0.177. No issues occurred, the pump can be but back into service. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.